Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported a (B)(6) patient had bleeding from placenta praevia during a caesarean section. A bakri balloon was placed and injected with 50ml saline intervals until reaching 300ml when it was noted water was flowing from the birth canal. The balloon was removed and noted to have burst with a ¿big crevice¿, another balloon was used to control the bleeding. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, quality control, and visual inspection of the returned device was conducted during the investigation. One bakri tamponade balloon catheter was returned for failure analysis. A substantial crescent shaped slit was noted. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported a (B)(6) old patient had bleeding from placenta praevia during a caesarean section. A bakri balloon was placed and injected with 50 ml saline intervals until reaching 300 ml when it was noted water was flowing from the birth canal. The balloon was removed and noted to have burst with a ¿big crevice¿, another balloon was used to control the bleeding. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.